Manufacturer narrative:
Motor error alarm due to encoder signal out of phase. No e70 alarm on alarm history screen. Scratched lcd window, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.